Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/16/2015 with the following findings: review of the pump¿s black box revealed related alarms. The load step malfunction was duplicated during investigation: during the load step, the piston extends until the cartridge is empty. The force sensor calibration was out of specification. The force sensor pin was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.